Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) multiple times due to blood glucose (bg) levels as low as 19 mg/dl. The customer was treated with saline and carbohydrates. Reportedly, customer left the ER shortly thereafter with the issue resolved and no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer clinical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Recommendation was made to discuss diabetes management with a health care provider